Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. The physician suspected the rv lead may be fractured. Noise could not be reproduced through product testing. A revision procedure is being discussed but for now, the rv lead remains in service. No adverse patient effects were reported.